Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife that the patient had a problem with the "wiring" of their cardiac resynchronization therapy de fibrillator (crt-d). The crt-d remains in use. No patient complications have been reported as a result of this event.